Event description:
It was reported that that telemetry was unable to be established with the device and there was no response to donut magnet. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).